Manufacturer narrative:
Concomitant medical products: unidentified post-injection therapy. Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of "inflammation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported patient was injected with juvéderm® volbella¿ with lidocaine in the nasolabial, and juvéderm® volift¿ with lidocaine in the lips. Patient had local anesthetic before injection, and an unidentified therapy after injection. Eight (8) months later, patient presented with "inflammation in the injected sites". Patient was treated in hospital with urbason, oral antihistamine and oral corticoids. Symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01637 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® volbella¿ with lidocaine.